Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16410. Related manufacturer reference number: 1627487-2021-16411. It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and extensions were explanted and replaced resolving the issue. During the procedure, it was noted that the extensions had become wrapped around the ipg and fractured.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis and no impedance issues were encountered.